Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error code indicating that a ventilator inoperative occurred was reported. Service unable to repair due to field service application issue with non-invasive ventilation test station, the device was scrapped.